Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 48 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that when the patient was seen in the clinic on (B)(6) 2016, the pump was reported as sounding different than at the last visit. System controller history evaluation revealed power elevations and an elevated flow estimations. It was also reported that the patient¿s lactate dehydrogenase (ldh) was elevated and the patient had been experiencing dyspnea. The patient was admitted to the hospital for evaluation of suspected pump thrombosis and started on low dose heparin with evaluation for possible increase of aspirin. Log file analysis completed by the manufacturer¿s technical services representative showed pump parameters trending upward slightly with some sporadic power elevations. The pump did not appear to maintain the set speed as usual near the end of the file. On (B)(6) 2016, the patient underwent a pump exchange.

Manufacturer narrative:
The evaluation of the explanted pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing. The severed portion of the driveline, the sealed inflow conduit, the sealed outflow graft, the bend relief and the bend relief collar were not returned. The inlet stator revealed a dark red, tissue-like deposition that appeared to have been on the inlet bearing cup. The deposition had areas that were denatured and had a ring-like structure, which are indications that it likely developed over an undetermined period of time while the pump was in operation. The duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a white, soft deposition. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The evaluation could not conclusively determine the origin of the deposition. Although a specific cause for the depositions and a time frame for which they were present in the pump could not be determined, they would have potentially contributed to the report of elevated ldh and thrombus symptoms. Additionally, the depositions would have created additional resistance on the spinning rotor, potentially contributing to the power elevations that were identified in the submitted log files. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.